Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy while a replacement pump with updated software was arranged by technical support. The caller confirmed understanding of all instructions, including putting the old pump into storage mode and returning it to tandem. Training will be available for the new pump via their tandem source account, and a signature will be required upon delivery of the replacement.